Event description:
Additional was received that during implant, a pre-implant balloon aortic valvuloplasty was not performed. The deployment starting point was at the bottom of the pigtail catheter. Prior to the valve dislodgement, the valve was implanted at a depth of 5mm below the non-coronary cusp (ncc) and 5mm below the left coronary cusp (lcc). Moderate central aortic insufficiency was noted. Subsequently, the valve dislodged aortic. After the valve dislodgement, the inflow portion of the valve frame was about -10mm on both the ncc and lcc. It was noted that there was no patient anatomy that contributed to the dislodgement. The implanting physicians noted that during the pacing run, there was a premature ventricular contraction (pvc) that was not captured by the pacemaker causing the ventricle to contract while the non-medtronic (unknown manufacturer) was still inflated within the valve. A non-medtronic guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. G2. H6. Additional codes: annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted. "Some" aortic insufficiency was observed, therefore, a post-balloon aortic valvuloplasty (bav) was performed to expand the valve. During the post -bav, the valve dislodged. The valve was determined to be in a "safe position" and did not need to be snared. A 2nd, non-medtronic, 26 millimeter (mm) valve was implanted. During case review, it was determined that a "pvc" caused the valve to dislodge while the physician was deflating the balloon.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic balloon, unknown manufacturer product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remains implanted, so no product analysis could be performed. No images were provided to medtronic, so no image review could be performed. Central regurgitation is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Without imaging and based on the limited information available, a conclusive root cause of the regurgitation could not be determined. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. However, the post balloon aortic valvuloplasty (bav) to address the central regurgitation likely contributed to the valve dislodge. A second valve was implanted to resolve central regurgitation. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.